Event description:
It was reported that during a lap colon resection procedure, the membrane of the access retractor tore away from the ring. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 5/16/2008. Info anticipated, but unavailable at this time.